Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 7 cm in diameter x 5.1 cm in length abdominal aorta aneurysm. The patient's aortic neck was 10 mm in length and severely angulated. It was reported due to the patient's aortic neck anatomy the stent graft was implanted 4 mm lower then intended. Modelling with a balloon was performed; however, the angiogram revealed that there was a proximal type I endoleak. The physician elected to implant and endurant 25x25x49 aortic cuff. This decreased the proximal type I endoleak but didn't eliminate it. The physician then implanted 5 aptus endoanchors and the proximal type I endoleak was completely resolved. The physician stated that the causes of the events were related to the patient's short and angulated aortic neck. No additional clinical sequelae were reported and the patient is fine.